Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had fault codes # 78 and # 79. There was no harm to the patient. Fault codes 78/79 generate a "iabp may require maintenance" message. As part of the software update, when codes 78/79 occurs, the system display resets. A getinge field service engineer (fse) evaluated the unit and verified logs #78, #79, #80 but no abnormalities were found. Work performed according to the service manual and the results were good.